Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-03199. It was reported that guidewire stuck on catheter occurred. A renegade¿ microcatheter was used in conjunction with a 165cm transend¿ guidewire. During a coil embolization, a 4mm/4mm vortx¿ - 18 injectable coil was used. However, the coil and the guidewire became jammed and cannot be extruded within the delivery catheter. The physician withdrew the catheter, coil and guidewire. The procedure was completed with another coil, wire and catheter to complete the procedure. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was returned loaded into catheter, however it could be removed and it has the body kinked in the middle of the device in two sections and it has the distal tip kinked. The device has particles which are evidence of use in the distal section. Dimensional inspection revealed that the device was within specification. No other issues noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-03199. It was reported that guidewire stuck on catheter occurred. A renegade¿ microcatheter was used in conjunction with a 165cm transend¿ guidewire. During a coil embolization, a 4mm/4mm vortx¿ - 18 injectable coil was used. However, the coil and the guidewire became jammed and cannot be extruded within the delivery catheter. The physician withdrew the catheter, coil and guidewire. The procedure was completed with another coil, wire and catheter to complete the procedure. No patient complications reported.